Manufacturer narrative:
Further information was requested but not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited false pause episodes and undersensing. Programming changes were discussed but not performed. The patient had no adverse consequences.